Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. The device returned was only a section of the complete device. The piece received shows that the tube has been separated in the middle section from the other part of the catheter, the surface looks clean and smooth, the piece of the device was returned with the plastic cannula inside it, the cannula is bent / kinked and totally damaged, no other anomalies or damages were encountered. The outer dimension and length of the cannula was not measured due to the condition of the device. The length of the returned part was measured with a calibrated ruler and when the piece is totally straightened the result was 30.5 cm. Functional testing was done. The plastic cannula was removed from the inside of the catheter with no problems, moreover a mandrel 0.038 inches was inserted through the catheter, it passed properly without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the plastic dilator could not be removed from the catheter. A flexima(tm) was used to drain the biliary tract. During the procedure, it was noted that the plastic dilator could not be removed from the catheter to form a pigtail nor able to pass a wire through the plastic dilator to exchanged for another catheter. The device was removed from the patient's body. The procedure was not completed due to this event and was rescheduled because the access into biliary tract was lost. No patient complications reported and patient condition was fine. However, device analysis revealed that the device was broken.